Event description:
End user daughter is stating that the mattress is causing ulcers on her mothers heels. Daughter is stating that the mattress springs are exposed.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.